Event description:
The pt is a 53-yr-old white female who initially had bilateral breast augmentation in 7/76 using the gel-filled, 240cc. The implant was replaced in 7/76 to a smaller prosthesis 165cc on both sides. The pt has had a 3 to 4 yr history of stiffness in the legs & the back with any prolonged sitting as well as the morning stiffness in the lower back region. The pt has significant capsular contracture. The pt has discomfort in the chest & shoulder region. The pt has a class iii capsular contraction on both sides & she appears to have a silicone granuloma superficial to the pectoralis major muscle extending to the right axilla. As a result of capsular contracture with discomfort & bilaterally ruptured implants, the pt desires implant removal.